Event description:
While performing an egd on the patient, doctor verbalized that there appeared to be a small black round object in the patient. Dr noticed the black object after the biopsy forceps were passed with the scope. He continued to take the biopsy bite, took the specimen and completed the procedure. The black object was identified as the distal tip ring of the scope. Dr said the ring would come out when the patient had a bowel movement. The scope was given to endo tech who sent it away for repair.the scope is hand cleaned, put through a leak test, run through a sterilization processor, and hung to dry before it is used again. It is used between 1-3 times a day. The distal tip ring is not removed during any of the cleaning process.